Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was successfully implanted in the pancreatic duct performed on (B)(6) 2022. During a planned stent removal on (B)(6) 2022, it was noted that the stent broke in two pieces however, it was successfully removed using a spy basket. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.